Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patient/acquire scans task and caused a delay of less than one hour to the surgery. It was reported that during the surgery, the site was using their imaging system and went to acquire the empty shot and it kept showing up blurry. The site switched out the cable, but the issue persisted. The site decided to abort the use of navigation for the surgery. The surgery was completed and there was no impact on patient outcome.